Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received an insulin flow blocked alarm. Customer's blood glucose was 14 mmol/l. Insulin pump would be replaced.

Manufacturer narrative:
No unexpected insulin flow blocked alarms were noted during testing. The pump was programmed with multiple boluses and was monitored. All boluses were delivered and were present in the daily history screen. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests. The pump was received with a scratched casing, minor scratches on the lcd window, scratches on the display window cover, a pillowing keypad overlay and a cracked select button on the keypad overlay.